Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the patient received a vaginal burn. There was a cervical and posterior vaginal burn with slight blistering - no external burns. The patient was treated with silvadene cream and was released. According to the two week follow-up report, the patient was fine.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.